Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Corrected information: in review, the following information was inadvertently not mentioned in the initial MDR reported; therefore, it is captured in this supplemental report: there were no sutures used. Device available for evaluation? Yes. Returned to manufacturer on: 10/15/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received in the original folding carton at the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed and residues of viscoelastics were observed on the lens surface indicating the lens was prepared at the surgical site. Cosmetic damages are observed on the lens optic body. One of the haptics is distorted. Even though, one haptic is distorted, both haptic tips are rounded and smooth. The observed damages could be related to the lens removal mentioned on the initial report. Since the lens was inserted and removed, a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the device were reviewed. The review identified no deviation or non-conformity report related to this production order. The product was manufactured and released according to specification. A review of the complaint history revealed that no additional investigation request has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (model z9002 +20.0 diopter) was inserted into the patient's left eye, the capsular bag broke. Reportedly, the incision was enlarged to remove the lens and another z9002 lens, +19.0 diopter, was implanted in the sulcus during the same surgical procedure. No vitrectomy was performed no other patient injury occurred. The patient was reported doing fine. No further information was provided.